Event description:
It was reported the patient complaint of feeling light headed. A device interrogation noted there were high right atrial (ra) lead thresholds which had been rising for approximately six months and triggered a lead warning. It was further reported there was high ra lead impedance that had also been rising over a period of time which triggered a bipolar and unipolar lead warning. A lead fracture was suspected. The lead remained in use. Additional information obtained reported the patient died approximately three weeks later in a manner unrelated to the device system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.